Manufacturer narrative:
Following sections were updated or corrected : b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h10 multiple MDR reports were filed for this event, please see associated reports: 0001526350-2024-00193-1 0001526350-2024-00194-1 0001526350-2024-00195-1 0001526350-2024-00196-1 visual examination of the returned product/provided pictures identified a loose hair-like particular within the sterile packaging. The packaging did not meet the acceptance criteria per zpo 8.400 packaging materials inspection. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
There is no additional event information available.

Event description:
It was reported that there was a hair-like substance in the package the event timing was outside of surgery. There is no harm or delay reported. Due diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). . A follow up/ final report will be submitted once investigation is complete g2: foreign country - japan multiple MDR reports were filed for this event, please see associated reports: 0001526350-2024-00193 0001526350-2024-00194 0001526350-2024-00195 0001526350-2024-00196.